Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction it was reported that when they were around their stove or pulling grass from the concrete, they felt an electrical shocking sensation. Patient asked if this could come from the implant. Agent reviewed emi (electromagnetic inteference information) with patient. Patient said they would see if they had the same shocking sensation when the implant was turned off and then if they did, they would keep their distance from the source of the shock.. Patient said they would follow up with the health care provider if precautions were taken and shocking continued. Patient denied falls or trauma. The agent emailed the device registration to update the patient's last name.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.